Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. Reportedly, a cartridge alarm occurred during the load sequence. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.